Event description:
It was reported that shaft break occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, while tracking the device over the wire in the guide, the mid shaft of the balloon was broken. The broken device was removed along with the guidewire and another inflated balloon, to ensure that it did not go into the patient. The procedure was completed using an alternate device. No patient complications were reported.